Event description:
The sterile pouches of six micrusphere coils (ssr18082520/(B)(4), ssr18164020/(B)(4), ssr18154020/(B)(4), ssr10051020/(B)(4), ssr10051420/(B)(4), ssr18082520/(B)(4)) were found open. There was reportedly no damage to the shipping box or outer product box containing the coils. Per normal practice the distributor sends the products to the hospital lab. The required items are used by the doctor during the procedure and the rest of the products are brought back to the distributor's office after the procedure. Therefore it should not be possible that the product had been opened in anticipation of use and reshelved when not used. There was no mention of any factor during handling that may have contributed to the event.

Manufacturer narrative:
Concomitant medical products: micrusphere xl platinum microcoil 4mm x 10cm ((B)(4), ssr18082520); micrusphere xl 18 system platinum microcoil 8mm x 25cm ((B)(4), ssr10041020); micrusphere xl 18 system platinum microcoil 15mm x 40cm ((B)(4), ssr18154020); micrusphere xl platinum microcoil 5mm x 10cm ((B)(4), ssr10051020); micrusphere xl platinum microcoil 5mm x 14cm ((B)(4), ssr10051420). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is report 2 of 6 related to (B)(4).

Manufacturer narrative:
With analysis of the returned devices, the sterile seal was found breached at the chevron side of the seal. The box has external damage associated with environmental, handling, and storage. External box damage including compression and moisture damage was found. The most likely contributing factor to the sterile breach appears to be related to environmental, handling, and storage issues. The circumstances of how and where this damage occurred cannot be determined based on the analysis. The circumstances which lead to the poor condition of the packages and exposure to extreme conditions which appear to have resulted in the reported event are considered to be isolated to this affiliate/distributor. Although confirmation has not been obtained with multiple investigative efforts, with review of the reported information it appears that the damages occurred after returned by the user to the distributor due to the devices not being needed for the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment has been initiated to evaluate and investigate this issue and the methods used to handle and store items at the involved affiliate and distributor. This is report 2 of 6 related to (B)(4).